Event description:
The customer reported the sys failed to produce fluoroscopy x-ray. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The snubber assembly was replaced. The filament was calibrated and the tube and candlesticks were regreased. The sys was then found to be operating as intended.